Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
An unsuccessful attempt to remove the user's original sensor was reported to senseonics. Prior to the procedure, the sensor was barely palpable, and localization was attempted using the transmitter, manual palpation/examination of the previous incision site, and a magnet. An incision was made for a removal attempt; however, the sensor was positioned too deeply for the hcp to securely grasp and extract. Despite the unsuccessful removal, the user was reported to be doing well with no immediate concerns. The hcp was able to implant a new sensor in a different location on the same arm. At the time of the report, there were no plans for a second removal attempt, as the hcp intended to allow the incision site to heal before discussing next steps with the user.